Event description:
On(B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to an infection. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient was hospitalized while on vacation (date not provided) due to peritonitis. As of (B)(6)2023 the patient remains hospitalized, however no further information could be provided.